Event description:
Patient, a 62 years old male, was admitted to the emergency ICU on (B)(6) 2021. On (B)(6), the patient received tracheal intubation for ventilator assisted respiration due to dyspnea. During the use. But on (B)(6) at 13:00, the ventilator showed black screen and could not be used. Raphael made in 2008 . The doctor was immediately notified and the machine was suspended from use. A backup ventilator was used to continue treatment. The equipment maintenance staff was notified in time for repair.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. There was no patient involvement. The root cause was determined to be related to a use error and end of life issue of the ventilator. In consequence the defective battery was replaced, and the user was made aware of the replacement of the device due to the aging. There was no patient or user harm.